Event description:
The patient¿s mother reported that on (B)(6) 2025, the patient was admitted to the hospital because the op5 was not staying on and not administering enough insulin. There were no further details provided related to diagnosis and treatment. Multiple attempts have been made to retrieve additional information but have been unsuccessful. If additional information is retrieved, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.4. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.